Event description:
End user stated that in 2007, he had administered the flu vaccine to a patient and while he was going to activate the safety shield using his right thumb, he was pressing down on the safety shield and the safety shield flew across the room a short distance and the needle was bent approx 90 degrees and he got stuck with the needle in the palm of his right hand, between his right thumb and his index finger. The patient (source) consented to have blood work done and the patient's blood was drawn 30 mins after the incident occurred for testing for hepatitis b, hepatitis c, and hiv. The patient's (source) blood test results were discussed with the end user the next month and all results were negative. The end user was evaluated in his institution's employee health four days earlier. Blood was drawn for hepatitis b, hepatitis c and hiv. Patient received a hepatitis b booster and a tetanus booster. Patient will have blood work drawn again in the next two months. He is not taking retrieval prophylaxis.